Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and three photos. Visual inspection of the returned sample found no damage or extra adhesive on the exterior of the device. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. The tip shield could not be decoupled, confirming the reported defect. During the microscopic examination of the unit, it was observed that the back end of the winged adapter was smashed. This damage would prevent the needle assembly from decoupling from the winged adapter. Based on the location of the damage, the defect most likely originated during the manufacturing process. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system the safety mechanism will not disengage from catheter/stuck at hub. The following information was provided by the initial reporter. The customer stated: "after venipuncture, the hcp attempted to withdraw the needle but failed to decouple it."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system the safety mechanism will not disengage from catheter/stuck at hub. The following information was provided by the initial reporter. The customer stated: "after venipuncture, the hcp attempted to withdraw the needle but failed to decouple it."